Event description:
According to the literature, a prospective study analyzed outcomes of patients who underwent intragastric single-port surgery for different upper digestive tract lesions after roux-en-y gastric bypass (rygb) between january 2013 and december 2018. There were 20 patients in the study. Ten patients underwent gastric lesion resection, 9 patients underwent endoscopic retrograde cholangiopancreatography, and one patient underwent pancreaticogastric anastomotic revision. In the patient who underwent pancreaticogastric anastomotic revision, suture device was used to reconstruct the anastomosis. Postoperatively the patient developed a stricture requiring reoperation to resolve the issue.

Manufacturer narrative:
Title: intragastric single-port surgery: an innovative and multipurpose technique for the therapy of upper digestive tract lesions source: surgical innovation 2022, vol. 29(1) 56¿65 © the author(s) 2021 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/15533506211015386 journals.sagepub.com/home/sr. If information is provided in the future, a supplemental report will be issued.